Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. The reported event of dislodgement was unconfirmed. Failure event observed during analysis. Final analysis found external insulation abrasion at 38.7 cm to 38.8 cm, 40.0 cm to 40.2 cm , and 48.8 cm to 49.6 cm from the connector pin consistent with lead friction to another device or feature of the heart. External insulation abrasion was also noted at 7.5 cm to 8.0 cm from the connector pin consistent with lead friction to the ICD can.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-11491. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing of noise with pacing inhibition. During the explant procedure, the right atrial lead was dislodged. Both leads were explanted and replaced. The patient was stable.